Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. The patient information was not received at the time of this report. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that: fragmentation of the protective sheath of the guide.

Manufacturer narrative:
Updated section event and section adverse event problem due to receiving additional information.

Event description:
Additional information: the procedure was a retrograde intrarenal surgery procedure (rirs) and that the coating was damaged. The metallic core wire material was not visible. The damage to the wire occured inside the patient, but inside the instrument. The procedure was completed with another zipwire. No patient complications.